Event description:
During an in clinic follow up, the left ventricular (lv) lead was found to be dislodged. The lv lead was explanted and replaced to resolve. The patient was stable.

Manufacturer narrative:
The lead was returned due to dislodgement. As received, a complete lead was returned in one piece. S-curve height of the lead was measured within specification. The visual and x-ray examination of the lead did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts.